Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a black screen. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the perfusionist, the ccm fans were spinning and the ccm did not display a 'no system computer' message which indicated that the ccm was communicating with the pumps and the display was out. The field service representative (fsr) found the system on, all local displays on the pumps were communicating with the ccm, the light emitting diode (led) battery indicator on the base was illuminated and the ccm screen backlight was not illuminating but he could see the menu icons on the screen. After a more thorough inspection of the ccm, the fsr could see the splash menu and determined that the ccm inverter board was the cause for the ccm to appear blank. The fsr replaced the inverter board. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the field service representative (fsr), he replaced the inverter board but the issue returned on the central control monitor (ccm) a few days later so he replaced the ccm. The unit operated to the manufacturer's specifications. The inverter board was returned on 01jul2022 and the ccm was returned on 27jun2022. During laboratory analysis, the product surveillance technician (pst) installed the inverter board into a lab use only (luo) ccm. He found the screen to be fully functional and not to go black or blank. The inverter board operated as intended. He also tested the suspect ccm by installing it into luo testing equipment and he found the ccm to operate as intended as well.

Event description:
Additional information was received that the product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was powered up on (B)(6) 2022. The system was left powered on until on (B)(6) 2022 when the system was powered off without shutting down the central control monitor (ccm) first at 07:56:37 am. There is no way to tell from the log if the ccm had a black screen, but that may be why the system was power cycled. The service application was entered indicating the ccm was not black. The log cannot confirm the ccm screen was black, but there was an indication of a possible ungraceful power down. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.